Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2009, 1258t lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a shock due to electromagnetic interference (emi) noise. It is noted the patient did not report feeling any shock. The patient reports walking in the home at the time but does not recall feeling any shock therapy. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated the unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.